Event description:
Customer reported that a pyxis anesthesia es drawer unexpectedly stopped responding preventing user access to required medication during a procedure. The nature of the procedure was not disclosed. There was no reported delay to patient care. Customer confirmed that they were able to retrieve the necessary medications. Customer did not specify the type of medication. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es drawer unexpectedly stopped responding preventing user access to required medication during a procedure. The nature of the procedure was not disclosed. There was no reported delay to patient care. Customer confirmed that they were able to retrieve the necessary medications. Customer did not specify the type of medication. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that an operating system's setting required modification. The technical support specialist confirmed that the device was working as normal after making the change. Customer confirmed there was no further issues with the device and requested that the investigation file be closed as the station was working normally.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-aug-2020 to 19- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed cfnadmin locked screen during a procedure. Customer mentioned no issues with ortho-or2. A technical support specialist evaluated the device and determined that an operating system¿s setting required modification. The system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that a bd pyxis anesthesia es drawer unexpectedly stopped responding preventing user access to required medication during a procedure. The nature of the procedure was not disclosed. Customer confirmed that they were able to retrieve the necessary medications. Customer did not specify the type of medication. Patient or user harm was not reported.